Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: a visual and microscopic examination found no issues with the device. The balloon, stent and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Mandrel resistance was encountered, possibly due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. A large amount of contrast media was present within the entire length of the inflation lumen, therefore indicating that the device was prepped for use. During product analysis at the complaint investigation site, the device was soaked in warm water for 30 minutes in order to dissolve the contrast media. The balloon of this device was then successfully inflated and deflated and the stent was deployed without issue. The white transparent material referenced in the complaint report was consistent with the contrast media noted within the balloon and the entire length of the inflation lumen during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure foreign matter was found on the stent delivery system (sds). The target lesion being treated was located in the mid right coronary artery (rca). A 12x2.75mm taxus liberte sds was advanced to the rca and inflated to 14 atms, however the balloon failed to inflate. The sds was withdrawn and upon removal a white transparent material was noted in the hypotube. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.